Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient orders were discontinued. A technical support specialist (tss) reviewed a report that several patient medication orders appeared as discontinued on the enterprise server, even though the epic host system showed no valid reason and the patient had not been discharged nor had orders discontinued by user. The tss investigated the interface activity and confirmed that there were no processing errors affecting order messages. The review determined that epic had sent a patient discharge message to the dispensing system, followed shortly by a cancellation of that discharge. Based on facility configuration, the initial discharge action triggered automatic discontinuation of medication orders. After the patient was reinstated, the orders were resent and verified as active on the enterprise server and visible on the automated dispensing system station. The tss concluded that the behavior was expected based on system settings and determined that the issue was not caused by an interface failure, then escalated the case back to the support center for further review of configuration and customer shared the information with the system pharmacy team for follow-up with each facility. Upon reviewing all hospitals, it was identified that smh was the only facility with a value entered for this setting. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient medication orders were discontinued for an unknown reason. Customer stated that several patient orders appeared on the es server as discontinued. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.